Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. The device was not returned for evaluation. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Article; multicenter safety and efficacy analysis of assisted closure after antegrade arterial punctures using the starclose device (j endovasc ther 2007; 14:498-505). [(B)(4)].

Event description:
It was reported through a research article identifying the starclose se device related to a difficult to insert into the patient anatomy. An arteriotomy closure of the left common femoral artery with a antegrade puncture was attempted using a starclose se device via 5fr sheath following a infrainguinal endovascular intervention procedure. Cause of failure, a problem inserting and deploying the vessel locator of the starclose se device occurred. Outcome, failed pressure hemostasis requiring open surgical closure necessitating a prolonged hospital stay. Details are listed in the attached article, titled "multicenter safety and efficacy analysis of assisted closure after antegrade arterial punctures using the starclose device."